Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 6/1/2022 it was reported by a sales representative via email that a locking nut on the screw capturing rod snapped off. While trying to remove the screw, the locking mechanism was damaged. This was discovered during a hip fracture repair on (B)(6) 2022. Additional information received on 6/2/2022 over the phone: this was discovered during a hip fracture procedure and nothing broke inside the patient. Another tray was opened and case was completed without further issues.